Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and a similar incident review of the reported lot could not be conducted because the lot number was not provided. As the device was not returned for analysis and the lot number was not provided the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: estimated date of event. The device location was not provided, but will not be returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an indeflator 20/30 was used to inflate a balloon device, however the balloon failed to inflate and the needle of the indeflator did not move during pressurization. Another indeflator was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.